Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the guidewire bent during the introduction of the lead. No special factors were noted and no troubleshooting was done. The lead was replaced and the issue was resolved. No further patient complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the stylet found the wire was bent. If information is provided in the future, a supplemental report will be issued.